Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 10mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio intravascular delivery system. During procedure, the device attempted through the delivery sheath and when they exposed the left atrial disc, the disc malformed into a cobra head shape immediately after pushing the disc out. The physician decided to remove the device from the patient body and proceed with a new 10mm amplatzer septal occluder. The left atrial disc also had a deformed disc into the shape of cobra head, but they were able to reform it appropriately and implanted the 2nd device into the atrial defect. The patient was reported stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 10mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio intravascular delivery system. During procedure, the device attempted through the delivery sheath and when they exposed the left atrial disc, the disc malformed into a cobra head shape immediately after pushing the disc out. The physician decided to remove the device from the patient body and proceed with a new 10mm amplatzer septal occluder. The deformed device was never released from the delivery cable while inside the patient. The left atrial disc also had a deformed disc into the shape of cobra head, but they were able to reform it appropriately and implanted the 2nd device into the atrial defect. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.